Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and perforation ('organ perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no relevant personal medical or surgical history. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), perforation (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding / continuous bleeding / after essure removal episode of bleeding in smaller quantity than intermenstrual menstruation lasting for 20 days") and headache ("headache"). The patient was treated with tranexamic acid (amchafibrin) and surgery (essure removal via laparoscopic bilateral salpingectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, perforation and headache outcome was unknown and the genital haemorrhage had resolved. The reporter considered genital haemorrhage, headache, pelvic pain and perforation to be related to essure. The reporter commented: essure placement was carried out (the device on the left with 7-8 turns in cavity, and the one on the right with fewer than 3). Event bleeding from (B)(6) 2020 (year not provided) to (B)(6) 2020 and after essure removal (date not provided). She also had 2 years of temporary disability from (B)(6) 2018 to (B)(6) 2020. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and perforation ('organ perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no relevant personal medical or surgical history. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), perforation (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding / continuous bleeding / after essure removal episode of bleeding in smaller quantity than intermenstrual menstruation lasting for 20 days") and headache ("headache"). The patient was treated with tranexamic acid (amchafibrin) and surgery (essure removal via laparoscopic bilateral salpingectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, perforation and headache outcome was unknown and the genital haemorrhage had resolved. The reporter considered genital haemorrhage, headache, pelvic pain and perforation to be related to essure. The reporter commented: essure placement was carried out (the device on the left with 7-8 turns in cavity, and the one on the right with fewer than 3). Event bleeding from (B)(6) (year not provided) to (B)(6) 2020 and after essure removal (date not provided). She also had 2 years of temporary disability from (B)(6) 2018 to (B)(6) 2020. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and perforation ("organ perforation") in a female patient who had essure inserted. Additional non-serious events are detailed below. Medical conditions: she had no relevant personal medical or surgical history. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria disability and intervention required), perforation (seriousness criterion medically important), genital haemorrhage ("excessive bleeding / continuous bleeding / after essure removal episode of bleeding in smaller quantity than intermenstrual menstruation lasting for 20 days") and headache ("headache"). The patient was treated with amchafibrin (tranexamic acid) as well as surgery (essure removal via laparoscopic bilateral salpingectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021.at the time of the report, the genital haemorrhage had resolved. The outcomes for pelvic pain, perforation and headache were unknown. The reporter considered genital haemorrhage, headache, pelvic pain and perforation to be related to essure administration. The reporter commented: essure placement was carried out (the device on the left with 7-8 turns in cavity, and the one on the right with fewer than 3). Event bleeding from 20-oct (year not provided) to (B)(6) 2020 and after essure removal (date not provided). She also had 2 years of temporary disability from november 2018 to december 2020. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon receipt of follow up it was noted that argus cases (B)(4) are duplicates of each other. Therefore, argus case (B)(4) needs to nullified from argus database. All source documents, references, reporters & other information has been transferred from this case to retention case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.